Event description:
On (B)(6) 2008, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient continued to have a small endoleak (type unknown), with multiple unsuccessful attempts at endovascular repair (dates unknown). On (B)(6) 2012, the patient presented to the hospital emergency room complaining of increased abdominal pain. A computed tomography scan indicated leaking from the abdominal aortic aneurysm. On the same day, the physician performed an emergent removal of the excluder graft system, an aorto-bi-iliac bypass, and drainage of a retroperitoneal mass. The patient tolerated the procedure. The explanted devices were discarded at the facility.

Manufacturer narrative:
Additional devices excluder devices included in this report: (B)(4). A review of the manufacturing records for the devices verified that the lots met al pre-release specifications. Per the gore excluder aaa endoprosthesis instruction so for use (IFU) patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. Adverse events that may occur and / or require intervention include, but are not limited to endoleak. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.